Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the caller was asking for the magnetic resonance imaging (MRI) conditional of the system. No adverse patient effects were reported. The crt-d was explanted.